Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor had been inserted in the upper buttocks on (B)(6) 2024. On the day of the event, the pediatric patient was on his way to the gym when he lost consciousness. The cgm was reading 70 mg/dl, no fingerstick was taken at that moment. The patient was given a glucose gel and a juice by the friend he was with. The friend called both the patient´s parents and an ambulance. When the paramedics arrived a fingerstick was taken and the cgm reading was 141 mg/dl, and the blood glucose reading was 181 mg/dl. No treatment was further given, and the patient had recovered. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.